Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 15th january 2009 and performed to specification up to 6th november 2011. On the 13th november 2011 the device failed a weekly auto self-test due to a low battery. Later on the 13th november 2011 the device was power cycled passing a self-test and continued to do so up to the 17th may 2015. During this time a new pad-pak was installed. Between the 20th may 2015 and the last log entry on the 5th june 2015, the device records multiple manual power ups, mainly under one minute duration. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log and the initial pad-pak performed as expected for approximately 34 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.